Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was giving him inaccurate high readings as compared to his normal feelings/result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 10:16am, he obtained the alleged high readings of "128 and 334mg/dl". The patient stated that he manages his diabetes with insulin, 70units of novolog. On (B)(6) 2012, the patient took his usual dose of medication in response to the reported issue and later on that day, the patient claimed to have developed symptoms of "sweating and shaking" which he normally "associates with low blood sugar readings". The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that the patient did not have control solution available. Replacement products have been sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient claimed to have developed symptoms of severe hypoglycemia.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.